Event description:
It was reported that the patient developed diaphragmatic stimulation not long after implant. The right atrial lead amplitude was decreased; however, eventually an appropriate safety margin could not be maintained with the diaphragmatic stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and primary analysis revealed no anomalies. There was blood/body fluid on all conductors (not obstructed) and helix/lobe mechanism. The outer insulation was kinked/buckled and breached cut. The helix/lobe was distorted/bent. There was also apparent explant damage.